Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, a supplemental medwatch will be filed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information from that review, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the patient experienced stroke. During an atrial fibrillation procedure, a farawave 2.0 nav cath and faradrive steerable sheath were selected for use. From the very beginning, the catheter was difficult to manipulate. In the flower position, the splines were markedly forward-bending. A cobra-shaped configuration was also observed repeatedly. This occurred while working near the right inferior pulmonary vein (ripv). The procedure was completed using this device. Following the procedure, the patient reportedly experienced a stroke attributed to air ingress and was subsequently referred to neurology for additional tests. At the outset, the physician observed significant air trapped in the sheath and performed aspiration to clear it, which was successful. However, uncertainty remained regarding the valve's functionality. When physician encountered a catheter issue (cobra shape), it was prompting the physician to remove the catheter from the patient and manually readjust the splines. The physician noted that the patient had already suffered a degree of stroke prior to the procedure, though it is possible that the combined effects of the catheter malfunction and potential valve leakage contributed to the outcome.